Event description:
It was reported that during the corrective procedure for a distal end ulna fracture, when the va locking screw 2.4 mm was taken out from the sterilization box, a particle (similar to shaving waste) had adhered to the base of the locking screw. It was immediately exchanged with another locking screw and the procedure continued with no problems.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. One relevant nonconformance for chip wrap was found for this part number. No valid complaints were found for this part number. A single screw was received for a manufacturing evaluation and the screw was intact and in good condition. The head threads showed no signs of wear, as did the shaft threads. The tip was in good condition. The flutes and tip appeared to be normal. There was a piece of chip wrap at the neck that had been anodized, indicating that it was there at the time of manufacture. This complaint is valid from a manufacturing standpoint. An internal corrective action was previously opened to address this issue.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Manufacturing date 10/28/2011. Expiration date 11/01/2021.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 1 for complaint (B)(4).